Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/13/2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on with the returned battery cap to a fully illuminated display. The display did not appear cloudy. There was evidence of moisture inside the battery compartment. A leak test was performed and showed a leak at the battery compartment. The pump case was removed and there was evidence of additional moisture contamination inside the pump.